Event description:
It was reported that during the implant procedure, an attempt was made to place the lead using a catheter. The first attempt with the first catheter, had a suspected hemostasis valve fixation failure. Upon careful examination of the catheter, it was believed that due to unsuccessful slitting, the hemostasis valve was found wrapped around the lead. The hemostasis valve may have come off during the usual slitting and have caught inside causing the slitting to fail. The second attempt to place the lead was made using a different catheter. The second catheter had a slitting failure potentially caused by an internal kink. Subsequently, a different model lead was used and the procedure was successfully completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.